Event description:
39 yr male admitted via ER after 20' fall with left femur fx. During orif left femur fx, the fluted portion of the reamor separated from the shaft, when the reamer was placed in reverse, to back it out. The surgeon was unable to retrieve the reamor head, and the wound was then closed, orif aborted. The pt was transferred on 7/18/97. Successful retrieval of reamerhead fragment completed on 7/20/97.